Manufacturer narrative:
Other, other text: h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. One device was received. Per visual inspection, multiple scratches, water tank cover broken on all four corners, water tank very dirty, quick connect corroded, pole clamp handle broken, outdated printed circuit board (pcb) and power switch, faded line cord. The water tank cover was damaged on all four corners. The complaint was confirmed. No other device analysis was performed. The root cause was the customer over tightening the screws on the water tank cover. The cause for the overtightening was unknown. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No action taken due to the condition of the device. It was deemed beyond economical repair and was scrapped.

Event description:
It was reported that the "casing" was damaged. Patient involvement unknown.

Manufacturer narrative:
Other text: b3: date of event and d4: UDI number is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.